Event description:
It was reported that the patient presented for a follow-up visit. It was discovered that the patient's pacemaker was in backup vvi mode while in elective replacement indicator (eri). The pacemaker was explanted and successfully replaced. The patient was stable.